Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information. H6: adverse event problem - additional.

Event description:
Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that intermittent audio output occurred. On (B)(6) 2023, around 2 am, the continuous glucose monitor (cgm) reading was showing low on the dexcom app. The reporter alleged the app did not alarm initially. Eventually, the app set off an alert that the reading was low, but it was reportedly too late. The patient passed out to the floor. The wife called 911 because the patient was unresponsive for 2 hours. The wife then performed a heart massage and emergency medical technicians (emt) took over after arriving around 4 am. The patient was treated with 2 bags of drips by the emts. The patient regained consciousness and was taken to the hospital. In the ambulance, the patient was treated with carbohydrates by the wife since the reading was around 70 mg/dl after treatment. At the hospital, the patient was treated further with glucose mixed with water. An unspecified time later, the patient experienced rebound hyperglycemia and the cgm reading was high. The hyperglycemia was treated with 15 units of long-lasting insulin by the nurse. The patient was discharged after 6 hours. At the time of the report, the patient was okay and recuperating. Data was provided and could not confirm the intermittent audio alert on the mobile app. Patient crossed their low threshold of 70 mg/dl with an estimated glucose value (egv) of 69 mg/dl at 2:11 am on (B)(6) 2023. The patient received their initial low alert at 2:11 am, which was vibration only. Five minutes later at 2:16 am, the patient received another low alert at fifty percent volume. Five minutes later at 2:21 am, the patient received another low alert at full volume. One minute later at 2:22 am, the low alert was acknowledged. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, hyperglycemia and loss of consciousness.

Event description:
It was reported that intermittent audio output occurred. On (B)(6) 2023, around 2 am, the continuous glucose monitor (cgm) reading was showing low on the dexcom app. The reporter alleged the app did not alarm initially. Eventually, the app set off an alert that the reading was low, but it was reportedly too late. The patient passed out to the floor. The wife called 911 because the patient was unresponsive for 2 hours. The wife then performed a heart massage and emergency medical technicians (emt) took over after arriving around 4 am. The patient was treated with 2 bags of drips by the emts. The patient regained consciousness and was taken to the hospital. In the ambulance, the patient was treated with carbohydrates by the wife since the reading was around 70 mg/dl after treatment. At the hospital, the patient was treated further with glucose mixed with water. An unspecified time later, the patient experienced rebound hyperglycemia and the cgm reading was high. The hyperglycemia was treated with 15 units of long-lasting insulin by the nurse. The patient was discharged after 6 hours. At the time of the report, the patient was okay and recuperating. Data is provided but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information was available.